Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer confirmed that keyboard was fully functional in all other use of the station. Being as the keyboard was fully functional everywhere else, this has to be a software or application issue. Issue has been escalated in technical support specialist for further review. A technical support specialist dialed into the station and logged in using carefusion admin credentials, followed knowledge article (ka) - "unable to enter waste amount on pas es; number keys unresponsive" by performing the required station-level steps and rebooted the system back into carefusion application. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the waste amount field does not accept keystrokes during medication waste. The keyboard was not registering certain key inputs, prevented entry of medication quantity. The customer suspected a potential software-related issue. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.